Event description:
Additional information was obtained through follow up with the author who indicated that there were no allegations against the device and/or lead. The author also stated that the patient did receive a new device, and there were no further patient complications and the patient is alive to his knowledge. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: nothing inside the heart - combining epicardial pacing with the s-ICD. Heartrhythm case reports. 2015;1(6):419-423. Concomitant medical products: epicardial implantable pulse generator (ipg), (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient had a history of "recurrent sepsis and bacteremia caused by (B)(6)". The patient also had a dual-chamber ICD implanted three years prior to the current presentation. The former sepsis and (B)(6) were treated with medications. The patient currently presented again with (B)(6). The tissue around the device was "unremarkable." However, there was "vegetation" found on the atrial lead. Antibiotics were given for six weeks after the system was extracted. The article then indicated that due to the patient's recurrent infections, the devices and leads would be best placed extra-vascular. Therefore, an ipg was placed in the abdomen, and the ICD placed subcutaneously. The atrial leads were placed on the right atrial free wall. The right ventricular (rv) leads were placed on the inferior and anterior surface of the ventricle. During the implant procedure, testing was done and it was determined that the subcutaneous ICD was implanted on the left side of the thorax and the ICD lead was placed along the right sternum border. During the implantation double-counting was seen with the epicardial atrial pacing lead and subsequently, through programming, the double-counting was eliminated. The system remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.